Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic thoracoscopic lobectomy procedure. The stapling devices were being applied to the lungs. The reload was loaded onto the manual stapling handle, but was unable to move forward. Replaced with a different type of reload, but the same situation occurred again. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. The central part of the staple line was incomplete. In order to resolve the issue and complete the case, changed to a third reload and new manual stapling handle and the surgery went smoothly. There was no patient harm. The patient outcome is alive, no injury.